Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported symptom, which was reproduced. The messages were found to be caused by excessive force being required to close door. The door hooks were replaced.

Event description:
During baxter's eval of a spectrum pump, it displayed 'the door not fully latched' message. There was no pt involvement.